Event description:
A journal article was reviewed which contained information regarding this lead. The patient presented to the emergency room (ER) with a two-week history of leg swelling due to acute deep venous thrombosis which was treated and discharged home. The next day the patient developed "sharp, nonexertional, central chest pain." Through a pulmonary angiogram, the right ventricular (rv) lead was seen to have "penetrated through the apex." Pericardial effusion was shown; which was drained. The lead was left in place with no product performance issues and the patient was discharged. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "pacemaker lead perforation causing hemopericardium eight years after implantation." Indian heart j. May 1 2013;65(3):331-333. (B)(4).